Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 66.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft kink occurred. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to dilate the target lesion but the balloon shaft was kinked. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.